Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was cracked. Reportedly, the contact does not know how the screen became cracked. The customer's blood glucose level was 200 mg/dl and it was addressed using the pump. Reportedly, the customer would continue to use the pump until replacement pump is received.